Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), abdominal pain lower ("abdominal cramping") and menorrhagia ("abnormally heavy menstrual bleeding"). The patient was treated with surgery. Essure was removed in 2009. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, menorrhagia and pelvic pain to be related to essure. The reporter commented: since having the surgery, plaintiff symptoms are mostly resolved. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 28-year-old female patient who had essure (batch no. 626157) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pap smear abnormal, cystoscopy, multigravida, parity 3 and non-tobacco user. Concurrent conditions included pain in hip, back pain, bloating, asthma, gerd, upper respiratory infection, fatigue, dizziness, nausea, dyspepsia, dry cough, wheezes, gastritis, allergic reaction to antibiotics, smoker, chest pain, shoulder pain, nervous, pneumoperitoneum, contusion, tiredness, shortness of breath, asthma aggravated, acne, human papilloma virus infection, urinary incontinence, cervicitis, sneezing, nocturia, weight loss, weight gain, headache, perineal cyst, chest discomfort and asc-us. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 10 days after insertion of essure, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), cystitis ("infection (bladder/ urinary tract/vaginal) type") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type"). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), abdominal pain lower ("abdominal cramping"), menorrhagia ("abnormally heavy menstrual bleeding"), anxiety ("anxiety") and panic attack ("panic attacks"). The patient was treated with surgery (hysterectomy (partial), bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, menorrhagia, urinary tract infection, anxiety, panic attack, dysmenorrhoea, cystitis and vaginal infection outcome was unknown and the dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, panic attack, pelvic pain, urinary tract infection and vaginal infection to be related to essure. The reporter commented: since having the surgery, plaintiff s sytnptoms are mostly resolved. On (B)(6) 2009: she had essure procedure done on (B)(6) 2009. (B)(6) 2008: operation: hysteroscopy: placement of essure device. 1 coils were noted on the right side and 1 on the left following implantation. The procedure was well tolerated. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Concerning all the injuries reported in this case, the following ones were confirmed in patient's medical record: , dyspareunia, pelvic pain, abdominal pain lower, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: plaintiff fact sheet received, events onset date added. Event bladder infection and vaginal infection added. Incident. At the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 28-year-old female patient who had essure (batch no. 626157) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pap smear abnormal, cystoscopy, multigravida, parity 3 and non-tobacco user. Concurrent conditions included pain in hip, back pain, bloating, asthma, gerd, upper respiratory infection, fatigue, dizziness, nausea, dyspepsia, dry cough, wheezes, gastritis, allergic reaction to antibiotics, smoker, chest pain, shoulder pain, nervous, pneumoperitoneum, contusion, tiredness, shortness of breath, asthma aggravated, acne, human papilloma virus infection, urinary incontinence, cervicitis, sneezing, nocturia, weight loss, weight gain, headache, perineal cyst, chest discomfort and asc-us. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), abdominal pain lower ("abdominal cramping"), menorrhagia ("abnormally heavy menstrual bleeding"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), anxiety ("anxiety"), panic attack ("panic attacks"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy (partial), bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, menorrhagia, urinary tract infection, anxiety, panic attack and dysmenorrhoea outcome was unknown and the dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, dysmenorrhoea, dyspareunia, menorrhagia, panic attack, pelvic pain and urinary tract infection to be related to essure. The reporter commented: since having the surgery, plaintiff s sytnptoms are mostly resolved. On (B)(6) 2009: she had essure procedure done on (B)(6) 2019. (B)(6) 2008: operation: hysteroscopy: placement of essure device. 1 coils were noted on the right side and 1 on the left following implantation. The procedure was well tolerated. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Concerning all the injuries reported in this case, the following ones were confirmed in patient's medical record: , dyspareunia, pelvic pain, abdominal pain lower, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2018: quality-safety evaluation of product technical complaint. Incident. At the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 28-year-old female patient who had essure (batch no. 626157) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pap smear abnormal, cystoscopy, multigravida, parity 3 and non-tobacco user. Concurrent conditions included pain in hip, back pain, bloating, asthma, gerd, upper respiratory infection, fatigue, dizziness, nausea, dyspepsia, dry cough, wheezes, gastritis, allergic reaction to antibiotics, smoker, chest pain, shoulder pain, nervous, pneumoperitoneum, contusion, tiredness, shortness of breath, asthma aggravated, acne, human papilloma virus infection, urinary incontinence, cervicitis, sneezing, nocturia, weight loss, weight gain, headache, perineal cyst, chest discomfort and asc-us. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), abdominal pain lower ("abdominal cramping"), menorrhagia ("abnormally heavy menstrual bleeding"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), anxiety ("anxiety"), panic attack ("panic attacks"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy (partial), bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, menorrhagia, urinary tract infection, anxiety, panic attack and dysmenorrhoea outcome was unknown and the dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, dysmenorrhoea, dyspareunia, menorrhagia, panic attack, pelvic pain and urinary tract infection to be related to essure. The reporter commented: since having the surgery, plaintiff s sytnptoms are mostly resolved. On (B)(6) 2009: she had essure procedure done on (B)(6) 2009. (B)(6) 2008: operation: hysteroscopy: placement of essure device. 1 coils were noted on the right side and 1 on the left following implantation. The procedure was well tolerated. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Concerning all the injuries reported in this case, the following ones were confirmed in patient's medical record: , dyspareunia, pelvic pain, abdominal pain lower, abdominal pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Event added: infection (bladder/ urinary tract/vaginal) type: uti, anxiety, panic attacks, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse). Concomitant and historical conditions were added. Lot number was added. Incident. At the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.